Manufacturer narrative:
"Date rcvd by MFR:" of the initial correction MDR 30 day was incorrect. The correct "date rcvd by MFR:" date on the initial correction MDR 30 day is december 08, 2015.

Manufacturer narrative:
This serves as a correction report. Unless further information is obtained, this issue is considered closed. All pertinent information available to abbott diabetes care has been submitted. The device manufacturer date for the reported meter is unknown. The meter serial number (B)(4) is an invalid abbott diabetes care serial number.

Manufacturer narrative:
Unless further information is obtained, this issue is considered closed. All pertinent information available to abbott diabetes care has been submitted. The device manufacturer date for the reported meter is unknown. The date entered is the date abbott diabetes care became aware of the event.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
This serves as a correction report. Unless further information is obtained, this issue is considered closed. All pertinent information available to abbott diabetes care has been submitted. The device manufacturer date for the reported meter is unknown. The meter serial number (B)(4) is an invalid abbott diabetes care serial number.